Event description:
The patient was revised due to loosening of the tibia component at the bone to cement interface. It was unknown, if there was a surgical delay. Doi: unknown. Dor: (B)(6) 2024. Affected side: right knee.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). After further review, it was determined that this unknown bone cement was reported in error. The manufacturer of the bone cement involved in the loosening event is unknown.